Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was reported by a health care professional (hcp) on (B)(6) 2017 that the patient was going to have a knee MRI that was unrelated to the device or therapy. The caller reported that the patient stated the battery was ¿out.¿ the caller could not see what type of MRI procedure, the patient was eligible for due to this. It could not be clarified what ¿out¿ was indicating. It was reported that there were symptoms related to the device or therapy but it was not clarified what those symptoms were. The caller was not able to provide an event date.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implant was dead and that it was fine. It was further stated they had a knee replacement done back in (B)(6) to take care of the problem that the neurostimulator was put in for legs. It was noted they had forgot to recharge their implant. The consumer now had to have magnetic resonance imaging (mris) done in the near future and wanted to know what had to happen now. It was stated they had a MRI done before and had to put the device in fully body mode but was unable to do so because the implant was dead. It was reviewed that without being able to communicate with the patient programmer, the MRI facility had no way of verifying if the device was fully body eligible unless the eligibility form was filled out by the healthcare provider (hcp). It was also reviewed that since the device had not been recharged for a number of months, they would need to get the device jump started in the hcp office before they were able to connect with the patient programmer to activate MRI mode. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.